Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blood glucose of 39 mg/dl upon waking and attributed the event to strenuous physical activity the prior day; the user treated the low and returned to range, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after self-treatment. Investigation included a review of the event details and user-provided history. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with hypoglycemia of unclear cause despite the reported exertion. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.